Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and received multiple pump error alarms. The customer's blood glucose level was unknown. The customer was not able to run self test. Insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received stuck in a force sensor calibration values corrupted alarm loop after battery installation due to a software error.  No blank display noted during testing. Unable to confirm the unexpected restart error alarm and unable to perform self-test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify operating currents due to the unexpected restart error alarm. The motor was tested outside of the device and passed.